Manufacturer narrative:
The acist angiographic contrast delivery system, model cvi siemens, serial number (B)(4), was returned to acist on (B)(6) 2017 for testing. The system was mechanically tested and diagnostic log files were reviewed. Additionally, the system device history record (DHR) was reviewed. Based on analysis of the injector system, there is no evidence of device malfunction related to this event. The consumable kits used during the event were discarded by the user facility and the lot numbers were not provided. Cine-angiograms were not provided to acist for evaluation. Two physicians at the user facility reviewed the case. These physicians indicated that the dissection appears to have been caused by a deep seated guiding catheter. Based on service testing performed on this system and DHR analysis, there is no evidence of device malfunction related to the reported event. The cause of the event is inconclusive. This report is considered closed.

Event description:
The user facility reported that during a case using the acist angiographic contrast delivery system, model cvi siemens, a dissection of the right coronary artery (rca) occurred. The exact date the case occurred was not reported and is unknown. The patient was undergoing a procedure for left heart catheterization (lhc) with possible percutaneous coronary intervention (pci) when the dissection occurred. The dissection was successfully repaired with a stent and the patient recovered.